Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (c oncentration, dose, and lot# - requested, but not provided) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6)-2016 it was reported that the patient presented to the ER (emergency room) on (B)(6)-2016 with exposed pump hardware in abdominal pocket. The patient had been seen by a neurosurgeon on (B)(6)-2016 and was set for a wound revision on (B)(6)-2016. The patient status was reported as alive no injury. On (B)(6)-2016 additional information was received from an hcp and it was reported that the pump was explanted on (B)(6)-2016; the catheter was still in place. The patient was not taking any other medications at the time of the event. Following implant in (B)(6) 2015, the family noticed the scar widening late (B)(6) 2016. The patient was seen in the ER on (B)(6)-2016 with a follow-up appointment on (B)(6)-2016 at which time the wound was no better, so a revision was scheduled for (B)(6)-2016; however, the pump eroded through the skin on (B)(6)-2016. The diagnostics performed were cbc (complete blood count), crp (c-reactive protein), and esr (erythrocyte sedimentation rate); all were normal. The cause of the wound opening was noted to be wound erosion from apex of pump, patient scratching at wound. The additional actions/interventions taken included local wound care when the scar thinning was noted, but the family noted the patient scratching at the dressings and peeling the skin away from the area, so they had to stop using dressings.